Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, while sleeping. The cause of death was cardiac arrest. The caller stated that the insulin pump gave too much insulin and the customer never woke up. The customer's blood glucose, at the time of death, was below 40 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump was sent back to medtronic two weeks after the customer's passing. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.